Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively. The explanted device will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively. The explanted device will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.